Event description:
It was reported that early battery depletion was noted. The device was explanted and replaced. The device was discarded and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.